Event description:
A customer reported to beckman coulter that the unicel dxc 600i synchron access clinical system generated erroneously low enzymatic creatinine results for two patient samples. The erroneous results were not reported out of the laboratory. The customer performed repeat testing on the same instrument, and obtained higher results for both samples. The customer re-tested one of the samples on an alternate instrument as well and obtained a result that was consistent with the rerun result from the original instrument. There was no report of death, injury, or change to patient treatment in connection to this event.

Manufacturer narrative:
Beckman coulter field service engineer inspected the instrument but could not find any problems that reasonably suggest a malfunction. The cause of the event could not be determined.